Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the vacuum 1 valve. The cse also drained the vacuum tank which was full of accumulated waste. The cse then performed precision testing, which was acceptable. The customer ran calibrations and quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that the issue may have been due to the failure of a vacuum 1 valve. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument and on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low calcium results.